Event description:
It was reported via clinical specialist that a patient underwent implantation of transcatheter valve inside a failing edwards aortic bioprosthetic valve (valve in valve), that has been implanted for approximately 11 years. At the conclusion of procedure, the patient was transferred to ICU in stable condition. Requests for additional patient and event details was denied by the hcp.

Manufacturer narrative:
The healthcare provider has declined to provide any additional event details or patient medical history to edwards, due to patient privacy regulations. Implantation of a transcatheter heart valve inside a degenerated one is a less invasive procedure to treat valvular disease. Without return of device (remains implanted), the nature of the reported bioprosthetic failure cannot be identified or evaluated. The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. There has been no information to suggest a device quality deficiency that may have caused or contributed to this event.